Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 04-may-2023. H6: investigation summary: samples were received and an investigation was performed. Customer returned 9 actual samples to factory, which confirmed the phenomenon of needle clog. 8 of the np ends were severely bent, the length of which was consistent with the hub radius. Product may have been squeezed by the pen during installation. Another one was slightly bent at the np end and was obstructed under the microscope, possibly due to a collision during installation. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Bd was able to duplicate or confirm the customer¿s indicated failure mode. Base on investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that 8 bd micro-fine¿+ pen needles were blocked during use. The following information was provided by the initial reporter, translated from chinese: "customers reported that the pen needles (14*5mm) purchased at hospital began in the second half of 2022, and found that two needles did not emit liquid. Since 2023, six needles did not emit liquid, and it occurred successively. There was no repeated use."

Event description:
It was reported that 8 bd micro-fine¿+ pen needles were blocked during use. The following information was provided by the initial reporter, translated from chinese: "customers reported that the pen needles (14*5mm) purchased at hospital began in the second half of 2022, and found that two needles did not emit liquid. Since 2023, six needles did not emit liquid, and it occurred successively. There was no repeated use."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.